Event description:
Medical affairs has been unable to get a hold of the pt and will be sending a letter to obtain more clinical info. Pt's family member called alleging that the meter gave the pt low readings. Pt experienced symptoms of hyperglycemia and vomiting. Then tested their blood glucose and obtained a 175mg/dl. Pt contacted emergency services and was taken to the ER. Greater than 30 minutes later from their meter reading, pt was tested on the hosp meter and obtained a 565mg/dl. Family member is not sure what kind of treatment the pt was given in the ER. Customer service found out that the pt was storing their test strips outside the vial and the strips were expired. Family member is unable/unwilling to answer how the pt had been cleaning the meter. Family member does not have the checkstrip or control solution with them. Based on the info provided, this case is being reported as an adverse event, since user error caused or contributed to the injury.